Event description:
A consumer stated that she had allegedly received burns on her buttocks while using a heating pad approximately 3 months ago, and medical attention was sought about a month after the incident occurred. She stated that she received a third degree burn, and that follow-up care will be needed. The consumer stated that she was laying on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."